Event description:
It was reported to philips the device power cord was frayed. There was no patient involvement. An authorized field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty power cord. The fse replaced the power cord. The device passed all performance assurance tests and was placed back into use with the customer.